Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter states that the pump insulin gauge did not show that there was less insulin in the cartridge after insulin delivery. She reviewed the basal insulin program and she confirms it is correct. The basal insulin dose adds up to the total daily dose for (B)(6). The basal doses appear to have delivered overnight, but the patient did not see a decrease in the amount of insulin from the insulin gauge on the home screen. She said the patient's blood glucose levels have been elevated for the past two months up to 260 or 280 mg/dl. The readings do not satisfy animas criteria for a serious diabetic injury and the patient did not experience symptoms. After bolus doses the patient's blood glucose levels decrease to normal levels and the patient does see that the amount of insulin remaining in the cartridge decreases. This complaint is being reported because the alleged product issue could not be resolved through troubleshooting.

Manufacturer narrative:
(B)(4): the daily insulin delivery totals correctly reflected the user programmed basal rates. The patient's basa program was set to .6 units per hour from 4 am to 10:30 pm and .4 units per hour from 10:30 pm to 4 am. No activity outside of normal use was observed in the black box or download history. The pump was exercised for 24 hours at 1 unit per hour and the remaining insulin reading was 24 units less than the start of testing. Testing was unable to verify or duplicate the reported remaining insulin issue.